Manufacturer narrative:
Aquabiliti produces saline filled syringes using purchased components (saline, syringes, and tip caps). An independent test lab identified the foreign material as recycle paper pulp and trace components of cailcite and kaolinite. The manner in which the material entered the syringe is unknown, as the syringes are filled in a clean room void of such materials.

Event description:
Distributor returned one unused 10ml 09% soduium chloride flush syringe due to it having a black spec inside of the device.